Event description:
This ra lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2017 due to non-function. The physician was dr. (B)(6) at (B)(6) in (B)(6) fl. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).